Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information available, no conclusion can be drawn. If additional event information is received, a supplemental report will be file. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when the valve was released severe paravalvular leak was noted. A second valve was placed valve in valve. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Inaccurate delivery is often influenced by patient anatomy and user technique. However, a conclusive root cause of the low implant depth could not be determined from the available information. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the paravalvular leak was most likely was due to suboptimal position as the valve ended up 12mm distal to the annulus. Per the instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). This event does not allege a device malfunction has occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.